Event description:
It is reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The in house biomed reformatted the cine drive. The system was found to be working as intended. The system was put back into service.